Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 16 years post the index procedure, the patient presented emergently. Follow up CT showed neck dilation with a type ia endoleak and a type iii endoleak described as a suspected leak through the fabric on the left side. The maxaaa size was 107mm with no rupture observed. Intervention was completed where a 28 endurant ii aui and 24 limb was implanted on the right side and a fem fem by pass completed. Endurant limbs 16-16/126 and 16-16/93 were implanted on the left side for the suspectedtype 3 endoleak and to further extend into the left common iliac. A 18 mm non medtronic plug was implanted inside the left iliac limb. The event was reported as resolved post the intervention and the patient was alive with no injury post op. Per the physician, the cause of the endoleaks were anatomy related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the follo wing: ilxch161685, serial/lot #: (B)(6), ubd: 30-mar-2011, UDI#: (B)(4) ; product ID: iexch181855, serial/lot #: (B)(6), ubd: 11-nov-2011, UDI#: (B)(4) ; product ID: iexch182485, serial/lot #: (B)(6), ubd: 04-jul-2012, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.